Event description:
Complainant alleged that the device did not fire when the staff of the operating room attempted to defibrillate the pt (age and gender unknown.) The complainant reported that there was no indication of any adverse effects on the pt as a result of the reported malfunction.